Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the event occurred/noticed for suture needle separation during the procedure (pre-op? -- while in package / while handling but before use on patient)? Or (intra-op? -- during use on patient while suturing)? Was procedure completed successfully? And how?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture and needle separated. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional investigation summary: an opened sample of product code mcp304, lot # mmm765 was returned for analysis. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected and a piece of the suture was noted attach to barrel hole needle, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that pull off. The product code mcp304 contains absorbable sutures and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition.the foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of pull off - suture needle, was caused by suture degradation exposure to environment.